Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Information received from the (B)(6) study. Treatment of an acute stroke. The patient¿s condition prior to the mechanical thrombolysis complication was high blood pressure: 152/81, blood sugar level: 104mg/dl, nihss: 5, mrs: not measured, aspects-CT score: 10, aspects-dwi score: 11, occluded vessel: right posterior cerebral artery tici:0 , diameter of occluded vessel: 2.1mm, length of occluded vessel: 22.5mm. The acute stroke first occurred at 6:30am on (B)(6) 2014. The patient was admitted to the hospital on the same day at 7:41 am, and started t-pa administration at 9:17am; the volume was 0.6mg/kg. The mechanical thrombolysis treatment using solitaire was performed and the vessel was revascularized without issues. During the mechanical thrombectomy using the solitaire, hemorrhage from the entry site of 4fr guiding sheath was observed. After the treatment, the hemorrhage was controlled by replacing the sheath with another (6fr sheath). The hemorrhage was disappeared on the following day and the sheath was removed. The patient's condition is fine currently. The t-pa administration and mechanical thrombolysis treatment using solitaire were performed simultaneously. On (B)(6), during follow-up, cranial hemorrhage (sah) was observed on the posterior cranial fossa (cerebellum). The sah was minor and it was reported as asymptomatic. No treatment was provided for the sah.